Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with intraperitoneal (ip) vancomycin (1 gram, frequency and duration not reported) and ip fortum (1 gram daily, duration not reported). The cause of the peritonitis was not reported. On an unreported date the patient passed away. The cause of death was reported as cardiac arrest. It was reported the peritonitis was resolving at the time of the death. It is unknown if the peritonitis event completely resolved by the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The pt was diagnosed with the peritonitis on (B)(6) (previously reported as (B)(6) 2014). The cause of the peritonitis was not determined. On an unreported date, the pt began treatment with apd (automated peritoneal dialysis). Pd treatment was ongoing until the time of death.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.